Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose following a usual meal announcement, reaching 284 mg/dl approximately one hour and fifteen minutes later. The patient administered insulin manually to bring the glucose level back down. The initial call disconnected before troubleshooting could begin, and multiple attempts were made to follow up with the patient for additional information and the blood glucose questionnaire. The patient later reported that after dosing 1 unit of insulin, their glucose level returned to range. The patient remained off the device for several days due to a lack of supplies and was unsure whether the infusion site had been damaged or the cannula bent. The patient was educated on methods to help prevent cannula issues prior to insertion and reported no ketone testing, no professional medical intervention, no additional assistance, and no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.